Event description:
Ous MDR -on (B)(6) 2012, the associated ra lead impedance was at 688 ohms and the rv impedance was 973 ohms. On (B)(6) 2013 the rv impedance was noted to be over 3000 ohms. At the follow-up on (B)(6) 2014 the battery status was at mol 1 with 54% left (2.97v). By (B)(6) 2014 the ra impedance had also reached over 3000 ohms and the battery status was eri with 2.81 v. It was decided to replace this device with another crt-d and reuse the associated leads.